Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that an initial interrogation at an office visit indicated that a patient's vns generator was set at 0ma, although the generator had previously been programmed to 1.5ma. Review of programming history indicates that final interrogation is not always completed. Attempts to gather additional information from the site have been unsuccessful to date.